Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining false positive rheumatoid factor (rf) results for six (6) patients that were generated by the unicel dxc 800 pro synchron clinical system, with use of synchron lx rheumatoid factor (rf) reagent. Repeat testing with an older lot of reagent yielded negative results as expected. False positive results were not reported out of the lab and did not have effect on patients.

Manufacturer narrative:
Samples were serum. No other specific sample information was provided. Customer indicated that controls were within range. Calibration results provided by the customer appear acceptable. No other system issues were noted. Service was not dispatched for this event as this was a reagent related issue.